Event description:
It was reported in the middle of (B)(6) that the patient began to notice the area near his surgical paddle entrance site was "raw, tingling, and bruised easily." The reporter stated he fell a couple days prior to that, but was unsure if the fall preceded the problem reported. It was stated that the patient received a call from the manufacturer technician and the call was disconnected. Additional information was requested, but was available at the time of this report. Any additional information received would be included in a supplemental report.

Manufacturer narrative:
Product ID: 3998, lot# v597710, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v632678, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v525986, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3550-39, lot# n288196, implanted: (B)(6) 2012, product type: accessory. (B)(4).